Manufacturer narrative:
(B)(4): systolic anterior motion (sam). Device not returned. Unfortunately, the sample device was discarded, therefore, the device could not be assessed for any malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted at implant due to systolic anterior motion (sam). The health-care provider noted that the explant at implant was not related to any device malfunction or quality deficiency. Per the op report, atriotomy was closed, the patient's cross clamp was removed and the heart was allowed to rewarm. Next, a tee probe was used to evaluate cardiac function and what was found was severe sam of the mitral valve. Given this findings, a decision was made that this was not likely to be an adequate repair given the severe sam. As a result, the aortic crossclamp was replaced; the heart was again arrested using cold blood cardioplegia in antegrade and retrograde fashion. Atriotomy was reopened, the previously placed ring was removed. A 29mm non-edwards prosthetic valve was brought to the field and secured into position. Again, the crossclamp was removed. The heart was allowed to rewarm and the patient separated easily from cbp without the use of pressors. Unfortunately, the patient continued to demonstrate bleeding, particularly from the soft tissue and a great through the sternum itself. The patient was found to have severe depletion of his platelet count and fibrinogen levels, in addition to severe elevation of his inr. Ultimately, the patient demonstrated significant improvement in bleeding and was ultimately able to be closed.